Event description:
It was reported by service report that the gas fowler cylinder is drifting and is leaking. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.